Event description:
Knee revision due to tibial subsidence. This event took place outside of the united states and was discovered during active surveillance for the (B)(6) registry.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not retuned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.